Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6), 2013. The physician deployed the aortic body and filled with polymer as expected. The physician inadvertently attempted to withdraw the aortic body delivery system prior to pulling the 3rd release wire, which de-mates the catheter from the implant. As a result, the aortic body graft was observed to have displaced approximately 10mm distal to the intended sealing zone resulting in a type ia endoleak. After removing the delivery system, the physician unsuccessfully attempted to resolve the endoleak using a balloon. Due to lack of availability of a cuff at the time of the procedure, the physician completed the case leaving the endoleak unresolved. A re-intervention was performed on (B)(6), 2013 to implant a cuff that successfully resolved the endoleak with no patient sequelae.